Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing. It was noted that there were elevated ventricular counts, non-sustained ventricular tachycardia episodes, t-wave oversensing (twos) and possible double counting on the interrogation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.